Event description:
On (B)(6) 2015, the health care provider (hcp) contacted animas, alleging the patient was in hyperglycemia. The hcp was unwilling to provide additional information regarding the alleged incident. There was no reported device malfunction. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/12/2015 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: review of the black box data revealed the pump was manually suspended for a period of 4 hours¿ time on (B)(6) 2015. No activity outside normal use was observed. The total daily dose amounts added up to correctly reflect the user¿s programmed basal rate target. The pump powered on normally and ez-prime was performed correctly. The pump was exercised for 24 hours without issue. Investigation determined the pump performed within the required specifications without malfunction.